Event description:
It was reported to medtronic minimed that the customer reported a crack on the pump plastic on the circle where the cap where the battery screws in. The customer reported no adverse event. The event involved product mmt-722nas. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. No product return is required for mmt-722nas.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with corroded battery tube, broken battery cap, cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. No broken off battery cap contact noted during visual inspection. The pump was received with a completed broken off battery tube threads. The original battery cap cannot remain in place due to the completed broken off battery tube threads. The pump passed the displacement test and the test infusion set and reservoir does lock into place. Cosmetic damage was confirmed cracked case and battery cap broken, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.